Event description:
The balloon was advanced, inflated, and it ruptured. The dr then removed the balloon and observed the balloon was ruptured circumferentially. The dr attempted to snare the distal end of the balloon, (which included the marker), however was unsuccessful. He also tried to suction it out with a 20cc syringe; this also was unsuccessful. The dr then stented the distal section of the balloon to the ima artery. The pt is doing well and no further complications are reported.